Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An polaris mmg system was selected for use. During the procedure, the main monitor displayed a black screen. The procedure was not completed due to this event. No patient complications were reported.